Event description:
On (B)(6) 2016, it was reported that the patient underwent a generator replacement on (B)(6) 2016 and was kept overnight. The patient had a seizure prior to surgery and was in status after the vns surgery. It was reported that the patient is currently hospitalized.